Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: dead battery (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer.

Event description:
Consumer reported complaint for the meter not turning on when strip is inserted. Customer stated it turns on after tapping on the meter several times after inserting the strip. Customer stated meter does not turn on by pressing the "s" button. The battery was installed correctly. Customer does not have a new battery. During the call on (B)(6) 2017 the customer stated she had dry mouth. Customer stated that she had not tested for days and not medicated because meter has only worked intermittently. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/29/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.